Event description:
It was reported that a nc trek was prepared according to the instructions for use without issues noted and during a diagonal coronary artery interventional procedure, a nc trek was advanced through a guide catheter without any resistance or any difficulty. The proximal shaft separated into two pieces outside the patients' anatomy. Reportedly, there was no force applied to the nc trek bdc causing this separation. There was no difficulty with the removal of the proximal or the distal ends of the nc trek balloon delivery catheter. Another nc trek was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.